Manufacturer narrative:
The customer complaint of failure to interrogate was not confirmed. As received, device was at beginning of life (bol) voltage level. Analysis of device revealed no anomalies and the device was interrogated without any issue. Additionally, a longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an implant procedure, the device disconnected from bluetooth communication. Upon attempting to reconnect with the device, the physician was unable to interrogate it via bluetooth telemetry. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The customer complaint of failure to interrogate was not confirmed. As received, the device was at beginning of life (bol) voltage level and was able to be successfully interrogated by a merlin programmer. Analysis performed, including a sensing test at field and high sensitivity settings indicated normal device functionality. Additionally, a longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.